Manufacturer narrative:
The associated visionaire blocks were not returned. Visual inspection, dimensional and functional evaluations, and assessment of material characteristics cannot be completed. A review of the manufacturing records did not reveal any material or manufacturing deviations. An engineering investigation was completed by our visionaire team. The femur was aligned outside surgical preferences. The tibia was aligning within visionaire standards and surgeon preferences. All associated employees involved in the design of the associated devices were made aware of this complaint. The alignment engineer has completed the segmentation feedback form and provided feedback to all employees involved. At this time, we feel these actions will prevent recurrence of this failure. No additional actions are being taken at this time. Devices were not returned, credit will not be issued.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgeon took an additional 3mm from planned resection on tibia due to incorrect implant alignment.